Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, 20 mg/ml concentration at 7.188 mg/day dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that motor stall alert/code occurred - 8476 on patient programmer (8835). The patient attempted to use her ptm, saw this code, then the pump started beeping. (Patient described critical alarm beeping). The patient did not recently have a magnetic resonance imaging (MRI). Patient mentioned expected service life was anticipated for sep/oct this year. Patient did not have her refill printout from apr 23rd with her. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of motor stall was not determined. It was sudden without warning or apparent cause. The hcp used both old and new programmers to try to restart to no avail. The motor stall had not been resolved. Pump was explanted and replaced. The hcp was unsure if it had been released by pathology at hospital. The patient's weight was about (B)(6). (It was recorded as (B)(6)). No further complications were reported.